Event description:
"Surgeon fired clip applier directly at vasculature (not at an angle, or torqued at all) and after jaws were closed, and clip was placed immediately as the jaws reopened, 2 more clips fell out into the pt completely open. Surgeon had to retrieve clip from pt's abdomen."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.